Manufacturer narrative:
Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the transducer communication alarm (tca) requires replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. The customer reported that their biomedical team isolated the issue to the patient circuit leaking, which is a non-vyaire manufactured product. The customer reported that their risk management department sequestered the device and circuit so onsite evaluation by vyaire has not been performed yet.

Event description:
The customer reported that while using the avea ventilator, it is autocycling due to a leak in the patient circuit. The customer stated the ventilator was on a patient when this issue occurred. The customer stated that there was no patient harm or injury associated with this event.